Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 9 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded and there was blood in the hub, balloon and inflation lumen. The tip, balloon, markerbands, inner/outer shaft, and hypotube were microscopically and visually inspected. Inspection revealed a burst in the balloon material that was 6 mm in length, numerous kinks in the hypotube and tip damage (flared). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 9 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.